Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file showing a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported a breach in aseptic technique was the cause of the patient¿s peritonitis. This is supported by the culture results of corynebacterium, an organism which is part of the normal flora of the human skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis. Peritoneal dialysis-associated peritonitis can be acquired through either touch contamination or catheter-related infection, leading to skin bacteria gaining access to the peritoneal cavity. Corynebacterium, a gram-positive bacillus, forms a part of the normal skin flora and has uncommonly been associated with peritonitis in peritoneal dialysis (pd) patients. Although its isolation in clinical samples has historically been disregarded as a contaminant, corynebacterium has more widely been recognized as a pathogen causing peritonitis, and management of corynebacterium peritonitis has been included as an entity in the international society for peritoneal dialysis (ispd) peritonitis management guideline since 2010.

Event description:
During a follow up call with a peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt), the pdrn stated that the patient presented to the pd clinic on either (B)(6)2021 or (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The pdrn stated that the patient was never hospitalized for the peritonitis and was given antibiotics to treat the peritonitis the patient was initiated on antibiotic therapy with intraperitoneal (ip) cefotaxime and vancomycin 1g each (frequency and duration unknown). The pd culture resulted positive for corynebacterium (species not provided). The patient¿s vancomycin was adjusted to 2g once a week (duration unknown) and the cefotaxime was discontinued. The cause of the peritonitis was attributed to poor aseptic technique during treatment on the liberty select cycler. The patient is continuing to complete pd therapy utilizing the cycler during recovery. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Corrections: h6.

Event description:
During a follow up call with a peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt), the pdrn stated that the patient presented to the pd clinic on either (B)(6) 2021 or (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The pdrn stated that the patient was never hospitalized for the peritonitis and was given antibiotics to treat the peritonitis the patient was initiated on antibiotic therapy with intraperitoneal (ip) cefotaxime and vancomycin 1g each (frequency and duration unknown). The pd culture resulted positive for corynebacterium (species not provided). The patient¿s vancomycin was adjusted to 2g once a week (duration unknown) and the cefotaxime was discontinued. The cause of the peritonitis was attributed to poor aseptic technique during treatment on the liberty select cycler. The patient is continuing to complete pd therapy utilizing the cycler during recovery. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
During a follow up call with a peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt), the pdrn stated that the patient presented to the pd clinic on either (B)(6)2021 or (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The pdrn stated that the patient was never hospitalized for the peritonitis and was given antibiotics to treat the peritonitis the patient was initiated on antibiotic therapy with intraperitoneal (ip) cefotaxime and vancomycin 1g each (frequency and duration unknown). The pd culture resulted positive for corynebacterium (species not provided). The patient¿s vancomycin was adjusted to 2g once a week (duration unknown) and the cefotaxime was discontinued. The cause of the peritonitis was attributed to poor aseptic technique during treatment on the liberty select cycler. The patient is continuing to complete pd therapy utilizing the cycler during recovery. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file showing a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported a breach in aseptic technique was the cause of the patient¿s peritonitis. This is supported by the culture results of corynebacterium, an organism which is part of the normal flora of the human skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis. Peritoneal dialysis-associated peritonitis can be acquired through either touch contamination or catheter-related infection, leading to skin bacteria gaining access to the peritoneal cavity. Corynebacterium, a gram-positive bacillus, forms a part of the normal skin flora and has uncommonly been associated with peritonitis in peritoneal dialysis (pd) patients. Although its isolation in clinical samples has historically been disregarded as a contaminant, corynebacterium has more widely been recognized as a pathogen causing peritonitis, and management of corynebacterium peritonitis has been included as an entity in the international society for peritoneal dialysis (ispd) peritonitis management guideline since 2010.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
During a follow up call with a peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt), the pdrn stated that the patient presented to the pd clinic on either (B)(6)2021 or (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The pdrn stated that the patient was never hospitalized for the peritonitis and was given antibiotics to treat the peritonitis the patient was initiated on antibiotic therapy with intraperitoneal (ip) cefotaxime and vancomycin 1g each (frequency and duration unknown). The pd culture resulted positive for corynebacterium (species not provided). The patient¿s vancomycin was adjusted to 2g once a week (duration unknown) and the cefotaxime was discontinued. The cause of the peritonitis was attributed to poor aseptic technique during treatment on the liberty select cycler. The patient is continuing to complete pd therapy utilizing the cycler during recovery. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.